Event description:
Complaint not confirmed pneumatic valve leak failure (valve 1). Pump was returned due to pneumatic valve leak failure (valve 1). Unit started up with double red pump alarm. Log files indicated pneumatic valve leak failure (valve 1). Performed recharge test and valve 1 passed. Performed hardware test unit failed for valve 2 leak error. Removed and replaced air tank and o rings. Performed hardware test and unit passed. Internal investigation found debris on fva pins and upper/lower loading pins. And lever boot is damaged/torn. Air tank and manifold o rings were removed and replaced during investigation. Fva lip seals, upper/lower loading pin lip seals and lever boot will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "service needed error". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.